Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the hose clamp leaking. Additional malfunctions are the zip ties leak and the pm kit is dirty.